Manufacturer narrative:
Other text: h3, h6 - health effects health impact and evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device had no apparent physical damages. Functional testing confirmed the complaint. Root cause was attributed depleted battery and no battery being in the battery compartment. Device functions as intended with a test battery in place. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Installed MRI battery, sintered filter and o-rings. Replaced missing lid spacer. Reset patient pressure cycling led to tolerance. Performed preventative maintenance, cleaned unit and affixed new service label. Device passed functional testing after the completed repairs., corrected data: h6 - heath effect clinical signs and symptoms.

Manufacturer narrative:
Ino information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the led lights are not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.